Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was tested with the returned wireless battery module. The reported condition of turn on and then off was reproduced during evaluation when the unit was turned on and then it turned off alone, without pressing the off button. The event history log review found evidence of improper shutdowns. The cause was determined to be damage to the wireless battery module. When tested with a new wireless battery module the infusion pump worked properly by turning on and staying on. The device was found within specification and no correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned on and then off. There was no patient involvement. No additional information is available